Event description:
It was reported that during a neurovascular procedure the subject guidewire was hard to be advanced to the parent vessel. When the tip of the guidewire reached basilar artery the subject guidewire could not be advanced to posterior cerebral artery so the operator withdrew it and found the subject guidewire tip was fractured. The patients anatomy was noted to be severely tortuous. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 1/3 report. H3 summary attached - updated. H3 device evaluated by mfg ¿updated. H4 manufacturing date ¿ added. D4 expiration date - added. There are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the guidewire was returned in 2 fragments (proximal 185.8cm and distal 13cm). The proximal end was seen to be fractured along the nitinol tubing and core wire with the platinum wire exposed and stretched. The distal end was seen to be broken along nitinol tubing with the platinum wire extremely stretched. The core wire distal end was observed through the distal tip dome. The guidewire distal tip was soaked for approx. 2 minutes and no excessive swelling was noted. Functional inspection: unable to perform due to condition of device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint can be confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that unpacked the subject guidewire and delivered it to go through prowler select perfusion catheter. No tension was encountered. Tried several times the guidewire was still hard to be advanced to the parent vessel(tip of the guidewire reached basilar artery and could not be advanced to posterior cerebral artery) so the operator withdrew it and found 8cm from tip was fractured. Additional information provided by the customer indicated that continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was severely tortuous. The device was returned and it was confirmed during analysis that the guidewire nitinol tubing and core had been fractured, there was also stretching noted to the coil. It is probable that the severely tortuous anatomy caused or contributed to the difficulty to advance the guidewires to the parent vessel and the subsequent subject guidewire fractures. An assignable cause of procedural factors will be assigned to the reported guidewire difficult to advance and guidewire distal tip broken/fractured during use and to the analyzed guidewire distal tip broken/fractured during use and guidewire distal tip stretched, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
1/3 reports.

Event description:
It was reported that during a neurovascular procedure the subject guidewire was hard to be advanced to the parent vessel. When the tip of the guidewire reached basilar artery the subject guidewire could not be advanced to posterior cerebral artery so the operator withdrew it and found the subject guidewire tip was fractured. The patients anatomy was noted to be severely tortuous. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.